Event description:
It was reported the patient had fallen approximately 6 months ago. The patient had several falls ¿ 2/3 times down stairs and tripping on living room rug with strong twisting motion. The patient had no stimulation in the area of pain and no pain relief. The patient had cramping stimulation that was painful from his low back (at the incision site) to the left abdomen. The patient had been reprogrammed but without success. An xray was done, no results were provided. Impedances were within normal limits. It was later reported that the xray showed 1 lead was ventral. The patient was scheduled for a revision. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n301008, implanted: (B)(6) 2011. Product type: accessory: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was interested in surescan and would possibly wait for that to be available before having a revision to change out the entire system.

Manufacturer narrative:
(B)(4).